Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module failed to alarm air-in-line and allegedly "let air in 12cm" within the tubing pass through the pump module. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. ¿ laboratory testing performed on the source pump module¿s air in line detection system found the device was detecting air for both single air bolus and accumulated air bolus within specification. ¿ with the pump module set to the 250l alarm limits the pump module is designed to alarm for air in line when single air boluses in the range of 240l - 300l is detected. ¿ external and internal inspection of the device showed incidental findings only with no relation to the reported complaint. In addition, corrosion was observed at the bottom of the rear case. ¿ review of the pump event log showed, on (B)(6) 2024 the pump module settings showed the ail limit was set to 250 l and accumulated air was enabled. ¿ a review of the pump event log showed no data for the reported event date on pump module. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n (B)(6)) on (B)(6) 2024; at 5:02 pm. An infusion was programmed with the following parameters: rate: 132 ml/hr, and a volume to be infused (vtbi): 264 ml. ¿ between the time 6:18 pm to 6:23 pm, the pump module alarmed air in line four (4) times, door was closed and infusion was paused. ¿ at 6:34 pm infusion was restarted and 5 seconds later infusion was paused. ¿ at 6:39 pm pump module was channeled off. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the pump module failing to alarm for air in line (ail) was not determined during the investigation. Laboratory testing showed the ail was detecting air as expected. Note that imdrf annex a040502, c0601, d15 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module failed to alarm air-in-line and allegedly "let air in 12cm" within the tubing pass through the pump module. There was patient involvement but unknown outcome.